Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred for therapy initiated in 2008, during drain cycle 4. The pt's ultrafiltration reading was 1219mls indicating the home patient (hp) drained 1219mls more than their programmed tidal fill volume of 2125mls. This info gives a total drain volume of approx 3344mls (1219mls + 2125mls). The home patient (hp) is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill incident. Based on a review of all available device log data, the most probable cause of the overfill was determined to be: insufficient drain / false empty detect and use error. Inappropriately set total ultrafiltration (uf) too low (set at 0). Therefore, it is possible that the hp drained only the programmed tidal volume during the first 3 cycles and drained the accumulated ultrafiltration volume during drain 4, the device will be routed to the service area. The probable cause of the overfill incident was communicated to the pt's dialysis center nurse and the nurse expressed her understanding.